Manufacturer narrative:
With regards to this complaint, an eva vitrectomy module was received for investigation. Investigation of the returned module revealed that one of the cutter valves got stuck from time to time and therefore could not close and open properly. Though the eva system can pass the priming phase, the cutter may not be activated properly due to the sticking valve. A DHR confirmed that the product was released according to its release specifications. Based on the information available, it was determined that this event occurred due to a random component failure of the a valve inside the vitrectomy module. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
The surgeon complained that the eva would not drive the cutter during the procedure. The vitrectomy module was replaced and the system tested to be sure that it was functioning as expected, however, the surgery was aborted and re-scheduled for the following day. The patient had already received anaesthesia and incisions had been made when this happened.

Manufacturer narrative:
After several request to return the device for investigation a tracking number for the shipment has been received. Investigation will be initiated as soon as the devices is received. No corrective or preventive actions can be implemented until the investigation has been completed. After several requests to return the device for investigation it has been confirmed on 21 january 2021 that the device has been shipped to dorc. On 2 february 2021 the tracking number for the shipment has been received. Once the device is received, product investigation will be initiated.

Event description:
The surgeon complained that the eva would not drive the cutter during the procedure. The vitrectomy module was replaced and the system tested to be sure that it was functioning as expected, however, the surgery was aborted and re-scheduled for the following day. The patient had already received anaesthesia and incisions had been made when this happened.

Manufacturer narrative:
No corrective or preventive actions can be implemented until the investigation has been completed. The device has not yet been returned to the manufacturer. A reminder to return the device for investigation has been sent to the healthcare facility. A final attempt is made to obtain the device, which has still not been returned for investigation.

Event description:
The surgeon complained that the eva would not drive the cutter during the procedure. The vitrectomy module was replaced and the system tested to be sure that it was functioning as expected, however, the surgery was aborted and re-scheduled for the following day. The patient had already received anaesthesia and incisions had been made when this happened.

Event description:
The surgeon complained that the eva would not drive the cutter during the procedure. The vitrectomy module was replaced and the system tested to be sure that it was functioning as expected, however, the surgery was aborted and re-scheduled for the following day. The patient had already received anaesthesia and incisions had been made when this happened.

Manufacturer narrative:
The machine will be returned to the manufacturer for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The device has not yet been returned to the manufacturer. A reminder to return the device for investigation has been sent to the healthcare facility.

Event description:
The surgeon complained that the eva would not drive the cutter during the procedure. The vitrectomy module was replaced and the system tested to be sure that it was functioning as expected, however, the surgery was aborted and re-scheduled for the following day. The patient had already received anaesthesia and incisions had been made when this happened.